Event description:
Waste fluid had overflowed from the waste container on a benchmark lt automated slide stainer instrument into the floor. No one was injured and pt care was not affected. Evaluation of the system by the field service engineer who responded to the complaint determined, the waste container was not positioned against the waste sensor. This arrangement prevented the sensor from detecting the waste fluid level in the container. Because the sensor did not detect the fluid, the system did not trigger a software surevillance alarm alerting the user to a full container. If a similar waste fluid overflow were to recur, there is a potential that a slip and fall incident could occur and result in injuries serious enough to require medical intervention.